Manufacturer narrative:
The date of device manufacture was unavailable at the time of MDR filing. A quote was issued to the customer for the on/off switch, that was found to be defective, by the depot repair center. The customer did not accept this quote from the repair center; the unit was returned to the customer without repair.

Event description:
During depot repair checkout, the ge healthcare technician found an on/off switch failure. There was no reported patient involvement.